Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right ventricular (rv) lead exhibited variable and high thresholds, high and undefined impedance and intermittent oversensing. The rv lead was initially reprogrammed and subsequently, capped and replaced. No further patient complications have been reported as a result of this event.